Event description:
It was reported that during a da vinci hysterectomy procedure, it was identified that the wire separated on the fenestrated bipolar forceps instrument. The planned surgical procedure was completed. There were no missing or fallen pieces reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's pitch cables to be frayed at the distal idler. There was no damage found on the clevis. Failure analysis investigation also found the following damages: the distal pulleys had scratch marks/abrasions. There were scratches on the surface of the distal pulley. The bipolar pins were bent. Both pins were bent towards each other. The chassis feature that acts as hardstop for the pins were not broken. Electrical continuity passed. Failure analysis concluded that the bent pins being damaged may be due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the frayed cable if to recur could cause or contribute to an adverse event.